Manufacturer narrative:
Additional information: two (2) actual samples were received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted; both sets were run on an in-lab amia device with no issues or alarms noted. The reported condition was not verified for both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of two (2) amia cassettes without an alarm. There were nothing unusual found during troubleshooting that would cause or contribute to the event. The patient stated that when they checked the patient line, they saw air in the line. There was no patient injury or medical intervention associated with this event. No additional information is available.